Manufacturer narrative:
Further information from the reporter regarding event will be requested. No additional information is available at this time. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported one syringe of juvéderm voluma® xc had ¿the product leaked out around the needle and was wasted." Patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Device analysis summary: visual analysis of the returned device noted no defect was observed to syringe.

Event description:
Healthcare professional reported one syringe of juvéderm voluma® xc had ¿the product leaked out around the needle and was wasted." Patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.